Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: customer entry error. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 48 mg/dl. Intravenous fluids and sugar were administered by a health care provider to address the bg. Reportedly, the customer inadvertently entered an incorrect value when requesting a bolus resulting in a larger bolus being delivered. The customer declined further troubleshooting with tandem technical support and declined to provide additional information. Recommendation was made to consult with healthcare provider regarding diabetes management.